Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered three inappropriate shocks following the implant procedure due to air entrapment. The device therapy was programmed off until air is dissipated and will be subsequently reactivated. This device system remains in service. No additional adverse patient effects were reported.